Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that there was a torn string at the tip of the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken. The pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist are not damaged. The instrument passed electrical continuity testing. Failure analysis investigation also found the instruments main tube had deep scratches at the distal end with light material removal. The scratches varied in length and not aligned with the tube axis. No other damage was found.